Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had high pacing thresholds due to dislodgement and was explanted. The rv lead is no longer in service. No additional adverse patient effects were reported.